Manufacturer narrative:
Control solution testing could not be completed as customer does not have valid control solution.

Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received a reading of 216 and 148 mg/dl on the finger within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.